Manufacturer narrative:
Product ID: 748925 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID: 748925 lot# serial# (B)(4), implanted: 2004 b)(6), product type extension product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3487a-33 lot# j0424776v, implanted: 2004 (B)(6), product type lead product ID: 3487a-33 lot# j0424776v, implanted: 2004 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient may have had some outside interference on her device. It was stated the patient's stimulation "sometimes goes to her knee but then it is fine." It was also stated, the patient was still having concerns with her device but she was working with her doctor or representative. The patient reported that the concerns were "my problem" and that she was "missing a step." The patient also stated there may have been some outside interference "early on." The patient stated she received assistance from her doctor or representative within the first or second year of implant and her concerns were resolved.